Event description:
It was reported that right atrial (ra) lead was observed with noise that may be resulting from electromagnetic interference (emi). There was an occurrence of far field r-wave (ffrw) oversensing on the electrogram. It was also noted that capture threshold increased and then returned to baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).